Event description:
Received report from facility of "a cryocyte bag breakage was found at time of verification (thawing cells for was procedure/infusion). Cells were not used for infusion. The bag is h05b17054." There is no additional information available at this time.